Manufacturer narrative:
This supplemental report is being submitted to correct and clarify information that was provided in the initial report.and to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. Corrected fields: b5, d4(UDI). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel and auxiliary water channel leading to the malfunction. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided in the initial report: it was reported, the evis exera iii gastrointestinal videoscope had internal defects of channel. It was found during reprocessing. There were no reports of patient harm. It was observed that during the device evaluation, the videoscope exhibited a clogged nozzle, with a foreign material of an unknown origin. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Event description:
It was reported, the evis exera iii gastrointestinal videoscope had internal defects of channel. A clogged nozzle, with a foreign material of an unknown origin, was found during the reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the reported event. Also, the following were found during the inspection: distal end biopsy channel leaked and the jet channel was perforated. Also, the light guide rod lens cracked and the glue was chipped, the charged couple device cover lens glue chipped. The distal end cover had a sharp edge and the autoclavable rubber tube cracked and the bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.